Event description:
Healthcare professional reported left side deflation . Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, opening curved on posterior and yellow particles inner device. Leak test and microscopic analysis was performed which identified: opening crease smooth on posterior, punctured opening on anterior and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening. A punctured on anterior assessed as surgical damage like.

Event description:
Healthcare professional reported left side deflation . The device has been explanted.

Event description:
The device has been explanted.